Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke (the piece that lifts up the vein split into two pieces inside the leg) during use.the c-ring and the harvesting tool were advanced under endoscopic visualization during initial insertion. No components of the c-ring assembly was engaged with the hemopro/hemopro-2 jaws during the harvesting procedure. No pieces were left behind and another device had to be opened. No portion of the c-ring was dislodge into the patient. Device was not caught at any time and is used as per the IFU in a careful manor. No incisions required. Procedural delay while exchanging the devices. Use of the device was normal with no adverse incidents to report. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/28/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the transected and melted c-ring. No other visual defects were observed. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of slight blood was observed on the transected and melted c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #3000242861 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17464- on may 18, 2022, the compressed air system failed and needed to be repaired. The repair and qualification for production took more than one day to be completed. The testing requiring compressed air could not be completed in the required time. Therefore, the following products were included in this ncmr for evaluation]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.